Event description:
It was reported that the wand had been in use for about 10 seconds when it started sparking and quit. The procedure was completed without further complications with a new wand. No patient injuries or further complications were reported as a result of the event.

Manufacturer narrative:
A patient identifier, age, weight and gender were not reported.